Event description:
A (B)(6) patient underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2010. Tachycardia was reported during this treatment, the patient's heart rate reached 118 bpm. No intervention was mentioned for this case.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore, a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the tachycardia could not be ascertained. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).